Event description:
It was reported that the patient complained that the cardiac resynchronization therapy defibrillator (crt-d) was warm. The healthcare professional is having labs drawn to assess for infection. The healthcare professional states the device feels warm compared to the other side of chest. The device remains in use. It was further reported that the patient feels hot inside the crt-d pocket. The patient presented to the emergency department with the device pocket area red and swollen indicative of cellulitis. The patient was treated with two rounds of antibiotics given embolic infection to the crt-d pocket region. The fluid under the crt-d area felt hot. Blood cultures were positive for c-reactive protein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429878 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.